Event description:
Information was received from a healthcare professional regarding a patient receiving bupivacaine 8mg/ml for a total dose of 3.0584 and unknown morphine 16mg/ml for a total dose of 6.117mg/day via an implantable pump for spinal pain. It was reported a motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI). Pump status and/or event logs reported multiple motor stalls and recoveries. A motor stall occurred on (B)(6) 2017 at 9:12 and recovered on (B)(6) 2017 at 19:53. Another motor stall occurred on (B)(6) 2017 at 22:33 with no recovery. It was confirmed there was no electromagnetic imaging (emi)/magnetic sources present. It was reported that the healthcare professional (hcp) had pumps in the past that have stalled and was able to recover after they stopped the pump and restarted it. The hcp had no further information on this. The managing hcp would like to try to give a single 20% bolus right now and if that does not work, then they would like to stop the pump then restart it. It was confirmed pump was currently stalled. It was later noted that they were sending the patient to the hospital today ((B)(6) 2017) to have their pump replaced. The patient experienced increased pain. Event date was (B)(6) 2017. No further complications were reported/anticipated.